Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient reported to the nurse that the stoma site appeared red and was possibly infected. On an unknown date, the patient was seen by the family physician and was prescribed an unknown oral antibiotic for 7 days and a topical ointment called fucidin. On an unreported date, the stoma site healed and appeared unremarkable. No other information was available. At the time of report, the patient had not started duodopa therapy.